Manufacturer narrative:
The customer reported that the waveforms were not being displayed on the central nurse's station (cns). According to the customer, they tried rebooting the unit and it started to boot loop without any errors. Technical support (ts) walked the customer through the hdd troubleshooting and found that the issue was present only on hdd1. Ts informed the customer that they'll need to purchase one blank hdd to correct the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 08/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/20/2025 called customer to find out the model and serial number of any devices that the reported device was connected to. Left message for customer to call back with this information.

Event description:
The customer reported that the waveforms were not being displayed on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the waveforms were not being displayed on the central nurse's station (cns). According to the customer, they tried rebooting the unit and it started to boot loop without any errors. Technical support (ts) walked the customer through the hdd troubleshooting and found that the issue was present only on hdd1. Ts informed the customer that they'll need to purchase one blank hdd to correct the issue. There was no patient injury reported. Investigation summary: the root cause for the reported issue was a hard drive disk (hdd) failure. The customer ordered an hdd replacement to resolve the issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that the waveforms were not being displayed on the central nurse's station (cns). There was no patient injury reported.